Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: mosaic mod prox hmrl seg 80 mm pn111003 ln491540, disc-mosaic lt +10 mod dstl pn114892 ln499000, disc condyle kit w/ hexalobula pn114700 ln491340, disc ulna 3 x 75 mm lt w/brng c pn114812 ln791070. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient underwent right elbow arthroplasty. Subsequently in one year was revised due to unknown reasons. Additional information is unavailable at this time.